Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: g1-1: the manufacturing site name was unknown in the initial report. The location name has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 12/21/2011. During repair, an evaluation was performed, and it was determined that the reported condition of the device being noisy was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the moving parts did not move smoothly, and the device was jammed/seized and would not run. It was further determined that the device failed pretest for check for mechanical free moving and check function of device. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device manufacture date: the device manufacture date is currently unavailable. The manufacturing site name is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery handpiece/modular device was noisy and not rotating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.